Event description:
It was reported that the customer has had low blood glucose levels. Cold insulin is sometimes loaded into the cartridge. Reportedly, pump is over delivering. Customer changed the temp rates to stabilize her blood glucose level.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval. Per tandem's user guide, "insulin should be at room temp before filling cartridge."